Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks the returned mallory shell including packaging was visual checked with the following observations found. No damage to the cardboard carton or sleeve. No damage to the blister with the tyvek lid still sealed onto the blister. White strand of foreign material attached to the internal wall of the blister which is visible through the blister. External and internal box labels match. A review of the manufacturing history records confirms no abnormalities or deviations reported. The ¿bill of materials¿ has been confirmed as correct to the manufacturing history records. All mallory head shells packaged at bridgend were searched using the product family scope from the mps information supplied by the planning dept. Only one complaint was received for packaging debris for the mallory head product family. No further complaints to date have been received for this product family and lot number. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of product, foreign debris was found inside the sterile packaging of an acetabular shell.